Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the cgm was displaying 9.0 mmol/l; however, she suspected a different reading because the patient looked very pale and decided to double check with the blood glucose meter . The blood glucose meter showed a reading of 1.4 mmol/l. The patient nearly lost consciousness and the patient¿s mother treated the patient with a glucagon injection. The patient did not need to go to the hospital and their blood glucose reading came back to 10.0 mmol after the glucagon injection and after they were fed some sugar. At the time of report, the patient was doing good. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional event or patient information is available.